Event description:
Pt reported she experienced unexpected hyperglycemia beginning in the morning on (B)(6) 2012. The following blood glucose levels were provided from (B)(6) 2012: 289 mg/dl at 8:00 am, 296 mg/dl at 11:30 am, 336 mg/dl at 12:45 pm, 391 mg/dl at 2:45 pm, 340 mg/dl at 6:20 pm, and 355 mg/dl at 8:30 pm. She delivered insulin via the infusion device as a correction. The following blood glucose levels were provided from (B)(6) 2012: 503 mg/dl at 1:45 am, 298 mg/dl at 10:30 am, and 333 mg/dl at 1:00 pm. A pump educator checked the infusion device, and it appeared to be functioning normally. She changed the infusion set and cartridge, but she continued to experience elevated blood glucose and felt dizzy. She contacted her doctor at 1:00 pm on (B)(6) 2012 and was advised to discontinue use of the infusion device and deliver insulin via pen. Her doctor advised the cause of hyperglycemia was "comparison of product malfunction." She did not require treatment from a health care professional or second party to address the issue. The infusion set and infusion device were replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.